Manufacturer narrative:
Investigation: the investigation was carried out by the quality assurance group of the production department. The differential scanning calorimetry analysis has been carried out to confirm the specifications of the material. As a result of the investigation, the material has been confirmed, furthermore, no deviations at the molding part has been found. Conclusion and root cause: based on the information available as well as a result of our investigation, the root cause of the failure is most probably related to an insufficient usage. Rational: the analysis of the fracture pattern illustrated a forced fracture due to an overload. No pores, inclusions or foreign bodies could be found on the point of rupture. The dsc-analysis conformed to the specifications of the material. It is liable that a mechanical overload situation led to the breakage, for example caused by an improper installation of the clip cartridge. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported that the last teeth of the rotating clip ejection mechanism continue to break off during the surgery.